Event description:
An x-stop device was implanted at level l2-l3 in a pt enrolled in a 5-year study. Per the six-week x-ray, it appears that the device was implanted posterior and oblique. It was reported at the one year follow-up visit, that the x-stop implant was dislodged as demonstrated on x-ray. No intervention is reported at this time. The next MRI is scheduled for 2010. No other info is available.

Manufacturer narrative:
Method - device not returned.